Event description:
Patient contacted dexcom technical support on (B)(6) 2013 to report that she¿s been experiencing an itchy skin irritation since (B)(6) 2013. Patient reports there is minor scarring at the insertion site. Patient suffers from skin allergies and has not sought medical intervention for this issue.